Event description:
Reporter stated that pt's blood glucose was measured, using the advantage system, with back-to-back results of 64 mg/dl and 187 mg/dl. One week later, pt reportedly performed an additional set of back-to-back tests with results of 501 mg/dl, "hi" (> 600 mg/dl), and 127 mg/dl. Reporter indicated that pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the advantage system. Reporter did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped.